Manufacturer narrative:
Occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter tilted and perforated the inferior vena cava. The patient reportedly became aware of the events approximately ten years and one-month post implant and also reports to have experienced anxiety related to the issues. The indication for the filter implant was bilateral deep vein thrombosis status post back surgery. The filter was placed via the right common femoral vein and deployed around the level of l2 without incident. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or images for review the reported event(s) could not be confirmed and a clinical determination made. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
The device history record review could not be performed since complaint lot number is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: malfunction, including perforation and tilt, that causes injury and damage to the patient. The following additional information received per the medical records indicate that the patient has a history of status post back surgery with bilateral lower extremity deep vein thrombosis (dvt). During implantation of the filter via the right common femoral vein, a 6 french deployment catheter was advanced to the top of l2 and a trapease filter was deployed without incident. According to the information received in the patient profile "from" (ppf), approximately on or about 10 years and one-month post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter strut(s) outside the ivc and tilt. The patient states "to" live with anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery. The patient states to also live with the fear that the filter has tilted within their vena cava and perforated outside of it.